Event description:
Jetstream (B)(6) study: it was reported that the patient experienced narrowing of the artery. On (B)(6) 2018: the 100% stenosed, 4.0mmx60mm, tasc ii b target classified lesion was located in the left mid to distal superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10% final residual stenosis. Three days later, the subject was discharged with aspirin. On (B)(6) 2018: 224 days post index procedure, the subject was noted with narrowing of left superficial artery again. The event was treated surgically. Three days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Jetstream china study. It was reported that the patient experienced narrowing of the artery. (B)(6) 2018: the 100% stenosed, 4.0mmx60mm, tasc ii b target classified lesion was located in the left mid to distal superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10% final residual stenosis. Three days later, the subject was discharged with aspirin. (B)(6) 2018: 224 days post index procedure, the subject was noted with narrowing of left superficial artery again. The event was treated surgically. Three days later, the event was considered to be recovered/resolved and the subject was discharged on the same day. It was further reported that no action was taken to treat the event. The event was considered to be not recovered/not resolved.

Event description:
Jetstream china study. It was reported that the patient experienced narrowing of the artery. In (B)(6) 2018: the 100% stenosed, 4.0mmx60mm, tasc ii b target classified lesion was located in the left mid to distal superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10% final residual stenosis. Three days later, the subject was discharged with aspirin. In (B)(6) 2018: 224 days post index procedure, the subject was noted with narrowing of left superficial artery again. The event was treated surgically. Three days later, the event was considered to be recovered/resolved and the subject was discharged on the same day. It was further reported that no action was taken to treat the event. The event was considered to be not recovered/not resolved. It was further reported that the 2.1mm jetstream catheter was not related to the event.

Manufacturer narrative:
Describe event or problem: additional information.